Event description:
It was reported that the implantable neurostimulator (ins) was ¿not working¿ and there was discussion around surgery for the ¿issue¿. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4), implanted: 2009 (B)(4); product type recharger product ID 3708140, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 39565-30, serial# (B)(4), implanted: 2009 (B)(6); product type lead (B)(4).